Event description:
Distributor contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave an out of range signal. At the time of contact with dexcom technical support, distributor did not report any medical intervention or injuries.